Event description:
This is a report by a baxter employed nurse from (B)(4) of nausea and bacterial peritonitis. On (B)(6)2009, the patient began peritoneal dialysis (pd) therapy. On (B)(6)2010, the patient experienced bacterial peritonitis manifested by nausea, cloudy effluent and abdominal pain. On that same day, the patient was hospitalized. An effluent culture performed that same day was positive for e. Coli. The patient was treated with unspecified antibiotics. The cause of the peritonitis was unknown. At the time of reporting, the patient was recovering from the events and pd therapy was ongoing. Concomitant medications were not reported. The reporter stated the peritonitis was unrelated to pd therapy and did not provide an opinion of causality for the nausea.

Manufacturer narrative:
(B)(4)the devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.